Event description:
It was reported that during testing conducted at the manufacturer facility, the console failed the flow test. A lack of irrigation in the device is known to cause overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Manufacturer narrative:
Follow up being submitted for investigation results and additional information.

Event description:
It was reported that during testing conducted at the manufacturer facility, the console failed the flow test. A lack of irrigation in the device is known to cause overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.